Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: f/g,promus element plus,mr,ous 3.50x20mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 3.50x17mm, eccentric, de novo target lesion with a significant bent of greater than equal to 90 degrees was located in the moderately tortuous and mildy calcified right coronary artery. Following pre-dilatation, a 3.50x20mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported. Howerver, returned device analysis revealed stent damaged.